Event description:
Dual action brush heads...popped off and fell out in mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b dual action toothbrush heads popped off and fell out of the oral-b toothbrush in their mouth. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.